Event description:
Customer reported an error with cgm, specifically error 42t, which caused concern. Blood glucose level was recorded at 220 mg/dl. The pump was replaced due to an issue with the ce marking being erased, although the pump was functioning normally with start, charge, and computer recognition. Device is being returned and a replacement pump was provided.